Event description:
It was reported that the lead exhibited high threshold. On (B)(6) 2013 it was noted that the right ventricular lead had dislodged. A lead revision would be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.